Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, symptomatic rectocele, pelvic pain. The patient underwent procedures for left ovary in (B)(6) 2007, right ovary in (B)(6) 2007, and mesh revision on (B)(6) 2007 (partial release of mesh) due to urinary retention and voiding dysfunction. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopy, cystoscopy and rectocele repair. It was reported that following insertion the patient experienced hematoma, persistent difficulty voiding, urinary frequency, urgency, urinary tract infection, yeast infection and mixed urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.